Event description:
A medtronic rep reported that the site loaded an axial 176 slice t1 exam. After attempting to edit the 3d model to clean up a minimal amount of scatter (by adjusting threshold slightly), they got an error that they exceeded system resources and must unload the exam. They deleted the exams and pulled it from pacs a 2nd time and were able to register, but only without any use of the 3d model capability. There was no harm to pt.

Manufacturer narrative:
Hospital has a stringent policy of not supplying pt info. Device mfg date not available at this time. Software investigation was completed. This issue will be continually monitored in a medtronic software anomaly tracking database.